Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information from olympus india, there was possibility that the reported phenomena were attributed to following. - the phenomenon that the endoscopic image flickered and the lines appeared sometimes might be attributed to the unstable connection due to the insufficient connection caused by the wear of the contact and/or socket of the video connector socket, because more than six years had been passed since the subject device was delivered. - the phenomenon that the endoscopic image was not displayed might be attributed to the failure of the main circuit board due to the aging deterioration of the component by repeatedly long-term use, because more than six years had been passed since the subject device was delivered. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the video connector socket and the endoscopic image was not displayed due to the failure of the main board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image flickered and the lines appeared sometimes. There was no report of patient injury associated with the event.